Manufacturer narrative:
All of the buttons on the insulin pump no button response due to flattened button dome switch. Displacement test was not performed due to the keypad anomaly. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked case at the display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's nurse reported vi a phone, the down button on the insulin pump wasn't working. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.